Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a german patient had an irritation under the lifevest. The rash was reportedly red, itchy, and burning. The patient reported that she had a nickle allergy. The patient was given a prescription from her physician. The patient also removed the device to let her skin heal. Follow-up indicated that the rash was still itchy, but no longer red.